Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: partially through the right fallopian tube'), fallopian tube perforation ('perforation (fallopian tube(s))/right fallopian tube') and pelvic pain ('chronic pelvic pain / pain') in an adult female patient who had essure (batch no. 827924) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included low back pain. Concurrent conditions included sinusitis and upper respiratory infection. Concomitant products included probiotics [umbrella term] since 2015 and vitamin b complex since 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections") and dysuria ("bladder disorder or urinary problems or changes :dysuria"). In (B)(6) 2012, the patient experienced fatigue ("fatigue,"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings,"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge,"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and menstrual disorder ("it has effected my hormones and periods") and was found to have hormone level abnormal ("it has effected my hormones and periods"). The patient was treated with azithromycin (zithromax), metronidazole (metrogel), oxitriptan (hydroxytryptophan) and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, dysuria, menstrual disorder and hormone level abnormal outcome was unknown and the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, hormone level abnormal, menorrhagia, menstrual disorder, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery. Current weight 110 lbs. Approximate weight at the time of essure placement 117 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dysmenorrhea, dyspareunia, pelvic pain in female, lot number: 827924; manufacture date: 2011-02; expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: partially through the right fallopian tube"), fallopian tube perforation ("perforation (fallopian tube(s)),") and pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient did not underwent essure confirmation test". The patient's medical history included low back pain. Concomitant products included probiotics [umbrella term] since 2015 and vitamin b complex since 2016. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6)2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). In (B)(6)2012, the patient experienced fatigue ("fatigue,"). In (B)(6)2012, the patient experienced mood swings ("hormonal changes describe: mood swings,"). In (B)(6)2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6)2017, the patient experienced vaginal discharge ("vaginal discharge,"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menstrual disorder ("it has effected my hormones and periods"). The patient was treated with oxitriptan (hydroxytryptophan) and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, fallopian tube perforation, bladder disorder, urinary tract disorder, abdominal pain and menstrual disorder outcome was unknown and the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery. Current weight 110 lbs. Approximate weight at the time of essure placement 117 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dysmenorrhea, dyspareuria, pelvic pain in female, most recent follow-up information incorporated above includes: on (B)(6)2019: new pfs + mr +social media received- new events added: hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary/vaginal) type: urinary tract infections, bladder or urinary problems or changes, migration of essure device location of device: partially through the right fallopian tube, dysmenorrhea (cramping), dyspareunia vaginal discharge, perforation (fallopian tube(s)), fatigue, weight gain / loss specify which one: weight gain, abdominal pain, menstrual disorder , patient did not underwent essure confirmation test were added. Outcome of events pain, dysmenorrhea, vaginal discharge, infections, dyspareunia, fatigue, hormonal changes, weight gain, abnormal bleeding from unknown to recovered were updated. New reporters were added. Product information was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: partially through the right fallopian tube'), fallopian tube perforation ('perforation (fallopian tube(s))/right fallopian tube') and pelvic pain ('chronic pelvic pain / pain') in an adult female patient who had essure (batch no. 827924) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included low back pain. Concurrent conditions included sinusitis and upper respiratory infection. Concomitant products included probiotics [umbrella term] since 2015 and vitamin b complex since 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections") and dysuria ("bladder disorder or urinary problems or changes :dysuria"). In (B)(6) 2012, the patient experienced fatigue ("fatigue,"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings,"). In april 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge,"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and menstrual disorder ("it has effected my hormones and periods") and was found to have hormone level abnormal ("it has effected my hormones and periods"). The patient was treated with azithromycin (zithromax), metronidazole (metrogel), oxitriptan (hydroxytryptophan) and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, dysuria, menstrual disorder and hormone level abnormal outcome was unknown and the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, hormone level abnormal, menorrhagia, menstrual disorder, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery. Current weight 110 lbs. Approximate weight at the time of essure placement 117 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dysmenorrhea, dyspareunia, pelvic pain in female. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- lot number were added. New reporter, treatment drug, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she underwent a hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she was forced to undergo a major surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.